Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, a false pause episode was recorded due to undersensing. Device reprogramming is anticipated and the patient was in stable condition.

Event description:
Additional information was received indicating that the device will continue to be monitored and no intervention has been performed.